Manufacturer narrative:
One nt 2000 ix neurotherm rf generator was received for evaluation. The nt generator was connected to an external power source and the generator powered on successfully. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to abnormal functionality of the stimulate/ central processor unit circuit board. Replacing the stim board resolved the reported issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a lumbar procedure, a warning message was noted indicating a communication issue with the generator. The generator was turned off and back on again which did not resolve the issue. The leads were exchanged with no change and the case was cancelled with no consequences to the patient.